Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges the left arm fell off and she fell from her chair.

Manufacturer narrative:
The device was returned and evaluated. The conclusion of the evaluation was user error.

Event description:
Consumer alleges the left arm fell off and she fell from her chair.